Event description:
It was reported that during a totally occluded, percutaneous transluminal, right coronary artery angioplasty, the mini trek balloon delivery catheter met resistance with the balance middle weight guide wire and the two became stuck. The balance middle weight guide wire and the mini trek were removed as one unit and another non-abbott guide wire with another same size mini trek balloon delivery system were used for the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The balance middleweight guide wire is being filed under a separate medwatch MFR number.